Event description:
It was reported that the bd safetyglide¿ needle experienced a safety mechanism failure. The following information was provided by the initial reporter: safety mechanism failed. Material no: 305916 batch no: 0252794. Safety mechanism failed.

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes. D10: returned to manufacturer on: 2020-12-01. H6: investigation summary twelve safetyglide needle assemblies in fully sealed blister packs from batch 0252794 (p/n 305916) were received and evaluated. All twelve of the needle assemblies were visually inspected, the safety mechanisms were activated and functioned as expected. No defects were observed. The reported defect was not identified in the samples received. Furthermore, a device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that the bd safetyglide" needle experienced a safety mechanism failure. The following information was provided by the initial reporter: safety mechanism failed material no: 305916 batch no: 0252794 safety mechanism failed